Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue in the device's logs. After clearing the errors, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.